Manufacturer narrative:
The device was not returned for evaluation. The customer reported that the cannula had dislodged from the infusion site, this condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported that her blood sugar was 400 in the middle of the night. She took several correction doses and left the pod on for 11 to 12 hours. She noticed that the cannula was not in her skin. Pt noticed leaking when pod was deactivated.